Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No scrolling numbers anomaly noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and numbers were scrolling on the screen. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 195 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.